Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device does not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control observed that several pcb assemblies had damaged components.  Physio-control replaced several unrelated parts and the OEM and power pcb assemblies, then observed proper device operation through functional and performance testing.  The device was returned to the customer for use.  Physio-control further evaluated the removed assemblies and determined that the power pcb assembly likely caused the reported issue.  There was significant electrical damage to the power pcb assembly; however because of this damage, a component cause could not be determined.